Event description:
Material no.: 328512 batch no.: 8351991. It was reported by the consumer's spouse that the needle broke off in the injection site and some needle hubs separated from the syringe and stayed inside the shield. It was reported that during use of the relion® insulin syringe that the syringe needle came off in the patients stomach during injection. Consumer removed the needle with her finger tips.

Manufacturer narrative:
H.6. Investigation: customer returned one (1) loose 31g x 8mm, 0.3ml insulin syringe. Consumer reported the needle broke off into the injection site (stomach) and some needle hubs separated from syringe and stayed inside of the shield. The returned sample was examined, and it was observed that the needle-hub/shield assembly was separated from the syringe barrel; no damage to the barrel tip was observed. Evidence of the cannula breaking off during use was not observed. A review of the device history record was completed for batch# 8351991. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (needle hub separates) unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (cannula breaks off during use). Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 328512, batch no.: 8351991. It was reported by the consumer's spouse that the needle broke off in the injection site and some needle hubs separated from the syringe and stayed inside the shield. It was reported that during use of the relion® insulin syringe that the syringe needle came off in the patients stomach during injection. Consumer removed the needle with her finger tips.